Event description:
Product was returned as an implant failure because of infection. Doctor stated "implant removed due to infection of bone". Based on the report, the patient had moderate oral hygiene and moderate bone condition. The fixture was placed with a traditional 2-stage surgery in tooth location #12. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient outcome was reported as recovered, no complications.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.